Manufacturer narrative:
Age at time of event: 18 years or older. The promus element plus mr,ous 2.50x12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the proximal stent region lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2021. It was reported that crossing difficulties were encountered. The moderately calcified lesion was located in the distal diagonal. Following dilation with a 2.5mm balloon, a 2.50x12mm promus element plus drug-eluting was advanced, but failed to cross the lesion and the procedure was canceled. No patient complications were reported. However, returned device analysis revealed stent damage.